Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services repaired the fault by replacing the main circuit board. The unit passed the functional test. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the screen went black off and on intermittently while in use. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.